Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went down from 13.5 years to 7.5 years during the recent check. Boston scientific technical services (ts) reviewed that the power consumption of 58 microwatts which was 188% of expected. Additional information received which indicated that the engineering analysis was requested and showed that this device might be experiencing high power draw related to rf overuse conditions. The power consumption has a normal baseline with intermittent periods of high use. This appears to be correlated with increases in cumulative rf time and failed pg communications. Ts then recommended troubleshooting, optimizing the rf communicator environment and placement to ensure that these conditions are not contributing to the high power consumption. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went down from 13.5 years to 7.5 years during the recent check. Boston scientific technical services (ts) reviewed that the power consumption of 58 microwatts which was 188% of expected. Additional information received which indicated that the engineering analysis was requested and showed that this device might be experiencing high power draw related to rf overuse conditions. The power consumption has a normal baseline with intermittent periods of high use. This appears to be correlated with increases in cumulative rf time and failed pg communications. Ts then recommended troubleshooting, optimizing the rf communicator environment and placement to ensure that these conditions are not contributing to the high power consumption. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.